Event description:
It was reported that during a lab at the hospital, when burring, the handpiece got jammed. They opened the handpiece and saw that the black attachment above the gears was broken and the gears would not turn. There was a backup device available to complete the procedure without delay. No patient was involved. No other complications were reported.

Manufacturer narrative:
The device intended for use was returned for evaluation. The reported problem was visually confirmed. The snaplock nut is broken. Although the reported problem was visually confirmed, a functional evaluation beyond the reported complaint could not be performed due to the broken snaplock nut. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints associated with the handpiece and failure mode(s) "damaged or broken component" identified similar events. The most likely cause of this event is the mechanical failure of the snap lock nut. As a part of corrective actions, more robust design of the snap lock has been released.